Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the device is pending. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown time post deployment of a vena cava filter, during retrieval of the filter, one of the filter limbs allegedly detached. The filter and detached filter limb were captured and retrieved. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was not provided; therefore, a manufacturing review was not performed. Visual inspection: the filter was returned. Six legs and five arms were present and intact. The detached arm was returned. The arm detached at the apex of the filter. One arm and one leg were returned crossed; held together by blood and fibrotic tissue. It was uncertain when the limbs became crossed as the user did not complain of any crossed limbs. The tissue and blood were removed and the legs uncrossed. No other anomalies were noted to the returned filter. Dimensional evaluation: heat was applied to the filter and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. No images were provided for review. The investigation was confirmed for a detached filter limb, as the filter was returned with one arm separated from the apex of the filter. Per the reported event details, the limb detached during retrieval; therefore, it is possible that excess force used to capture and retrieve the filter may have contributed to the reported event. Based upon the available information, the definitive root cause for this event was unknown. It was unknown if procedural factors contributed to this event. Labeling review: the current IFU (instructions for use) states: warnings: if large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filter may occur. Attempt filter delivery through an alternate site. A small thrombus may be bypassed by the guidewire and introducer sheath. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Optional procedure for filter removal warning: remove the denali filter using an intravascular loop snare only. Precaution: the retrieval of the denali filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Slowly advance the loop forward over the filter snare hook. Reduce the loop diameter by advancing the snare catheter while simultaneously pulling the snare backwards until the loop engages the filter snare hook. Note: under fluoroscopic guidance, ensure that the loop of the snare has properly engaged the filter snare hook and that the filter snare hook, retrieval sheath and snare are aligned. Be careful to snare the top of the hook; not the side. The marker tip of the snare catheter must be cephalad to the filter snare hook. Always maintain tension on the snare to prevent disengagement of the snare loop from the filter snare hook. Advance the retrieval sheath in the caudal direction until it covers half of the filter. Precaution: care should be taken when advancing the 9f retrieval sheath in the caudal direction to avoid completely covering the arms and legs. While keeping tension of the snare, hold the retrieval sheath stationary and withdraw the filter into the sheath by retracting the intravascular snare. Retract the snare until the filter and cranial anchors are completely contained inside the retrieval sheath. Once the filter is fully collapsed inside the 9f retrieval sheath, retract the filter, the snare, and the retrieval sheath as one unit out through the 11f retrieval sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after two years and two months post deployment of a vena cava filter used to treat for dvt, during a scheduled retrieval of the filter, one of the filter limbs allegedly detached. The filter and detached filter limb were captured and retrieved. There was no reported patient injury.